Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va1w2nz; implanted: (B)(6) 2019. Explanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep indicated that per the healthcare provider (hcp), the lead tip did not show obvious migration. The lead was still intact from the sacrum to the ins. The office performed reprogramming and impedance testing prior to the lead revision. The rep stated that prior to the operation, when they ran impedances, all electrode combinations were >4000 ohms. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1w2nz, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported that the patient had a fall in (B)(6) 2019 that resulted in leads issues and out of range impedances and lack of efficacy following the fall. Caller reported the patient has had a weight gain of approximately of 70lbs in the past year but doesn't have specific weight at this time. Lead revision is set for today (B)(6) 2020. No further complications were reported.